Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported, that these aligners are too loose around their teeth. The patient stated, that they need to move them and tighten them in other places. They have sharp edges and the patient does not see any difference in their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.